Event description:
It was reported that during an olecranon fracture the hook tip of the short depth gauge 2.4mm/2.7mm screws snapped off, instrument inside patient. The entire broken piece was retrieved. Procedure finished with s&n backup device. No surgical delay reported due this event.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per the complaint details, the entire broken piece retained hook tip of the short depth gauge 2.4mm/2.7mm screw was removed. According to the report, the procedure was completed with s&n backup device without a surgical delay. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint would be re-assessed. A visual inspection confirmed the tip is broken off the short depth gauge 2.4mm/2.7mm screws and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2021-00040061-1